Event description:
Surgeon was unable to seat the set screw into the pedicle screw due to poor visualization of the surgical site. It let to 90 min delay of surgery.

Manufacturer narrative:
This report was delayed due to missing info.